Event description:
The blood warmer tubing was leaking where it attaches to blood warmer. The apheresis procedure had not started when it was discovered, a new lot number of the blood warmer tubing was used without event.